Event description:
It was reported that the anchor broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: implant broken during surgery probable root cause: design dimple retaining feature does not retain implant or retains implant with excessive force. Needle/implant stack up interference stack up interference for deployment length/width stack up interference for component size/diameter stiffener feature distorted and retains implant with excessive force inadequate handle assembly design inadequate raw material needle bend angle too large. Process dimple retaining feature not manufactured to specification implant anchor or needle not manufactured to specification stiffener not manufactured to specification application user not familiar with device use user excessively bends/kinks the needle. The device manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the anchor broke during the procedure. All pieces were retrieved.